Event description:
It was reported that during a recent qc of the asg drb1*07/09 kit (lot 002, batch 1312026) 3 of 3 qc samples showed some combination of weak false positive reactions of correct size in lanes 14 and 15. While the reactions are notably weaker than the true positive reactions, if these were unk samples they would have considered these lanes positive and ultimately incorrectly reported the typings. It was also noted that no batch specific comment exists for this batch of kit. (Pr #(B)(4))

Manufacturer narrative:
Investigation of allset gold ssp hla-drb1*07/09 high res kit - 10 tests, catalog #54240d, lot #002 1312026 is on-going.